Event description:
It was reported that when the patient bent over and came back up, felt strange and couldn't catch her breath or like she was going to cough. The patient also reported that the device had recently been adjusted due to an unspecified reason possibly associated with lead function. Attempts to obtain additional information were unsuccessful. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.